Event description:
It was reported that the tip on the sternal saw was broken. The issue was found during preventive maintenance. No pt injury was reported.

Manufacturer narrative:
The device was returned to terumo for investigation and the complaint was confirmed. The product had been damaged. The saw was repaired and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.